Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a scope connection error. This issue was found during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed that b30 error (scope communication error) occurred. In addition, the following reportable malfunctions were identified during the device evaluation: failed the leak test and puncture on cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error is due to a faulty cable and failed the leak test is due to a puncture on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.